Manufacturer narrative:
A ge svc rep performed an onsite investigation. The interconnect cable was replaced. The sys was then found to be operating as intended and returned to svc.

Event description:
The customer reported that the interconnect cable had a large gash in it which in turn exposed internal wires. There was no reported user or pt injury.